Manufacturer narrative:
Conclusion and justification status: the complaint states during tkr surgery while taking out the threaded headed pin from notch block it broke into two parts. No product was received. A lot specific search could not be conducted as no lot number was received. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tkr surgery while taking out the threaded headed pin from notch block it broke into two parts.

Manufacturer narrative:
Conclusion and justification status: the complaint states during tkr surgery while taking out the threaded headed pin from notch block it broke into two parts. No product was received. A lot specific search could not be conducted as no lot number was received. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Updated 4 october 2016. The complaint was reopened upon receipt of the products. In the original complaint description it stated that a pin broke into two pieces. We actually received two fractured pins from the complainant. In both instances the section that fits into the driver was missing. Confirmation was received from the hospital that all pieces had been retrieved. Two fractured pins have been sent for investigation, both failed in the same way with different levels of wear. It has not been specified whether both pins broke at the same time, or in different cases. The complaint states that the screws fractured when removing them from the patient, it is not known what caused the increased resistance/torque in this direction. It should be noted that these screws are a single use device. The signs of wear indicate multiple uses, which can increase the chance of fracture. With the information provided, it is not known what exactly has caused this failure. A search of the complaints database for the product code 950502089 identified previous complaints of pin breakages that were either deemed as a result of misuse or undeterminable due to insufficient information. A review of the manufacturing records could not be conducted as no lot number was provided despite three requests for the information. The complaint shall be closed as justified with a root cause of undetermined; insufficient information the screws shall be retained in secure storage for future reference. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.